Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Caller was educated that the alarm indicated the cartridge was removed during pumping, and they acknowledged the explanation. As a result of the alarm, customer's blood glucose level increased to above 500 mg/dl and customer subsequently went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER 6 hours later on (B)(6) 2025 with the issue resolved and no known reported damage. Customer continued to use the pump for insulin therapy.